Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor retracted inside. Unable to confirm sensor due to it being received damaged and returned opened/used. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the sensor was missing its electrode upon removal from the patient's body. The sensor was returned for analysis.